Event description:
High readings on the lifescan meter. The patient received a 364 mg/dl and did not experience any symptoms at the time of testing. The patient contacted a physician and was advised to go to the clinic. Greater than 30 minutes later, the patient's blood glucose reading was 132 mg/dl. The patient did not receive any treatment. The test strips the patient was using were not expired and were in good condition. The patient did not have control solution to check the test strips. The technique for applying blood on the test strip was correct. While troubleshooting with customer services, the meter displayed an error 2 message. Customer service was unable to resolve the issue; therefore, sent the patient a replacement meter.